Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the back buttons of insulin pump was unresponsive and hard to press. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had random unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm or verify the failed battery test alarm due to buttons not responding. The pump was received with a cracked lcd window and a cracked case display window corner. The p-cap locked into the reservoir compartment properly.